Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0r54t, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported a stimulation sensation in his chest on and off since 2-3 months after the device was implanted. The patient would turn the stimulation down and then increase it to his previous level as a way of "resetting" it. It was noted the stimulation intensity was similar even when the stimulation was turned down. After a couple of hours, the stimulation sensation in his chest would go away. While this happened, the patient would check his blood pressure and it was in the normal range. Patient services told the patient that generally stimulation was expected to go from the waist down rather than in an upward direction. It was suggested the patient turn the stimulation off completely the next time this happened. Patient services told the caller that just by turning the stimulation down he should not have felt the stimulation if it was from the device. This was occurring intermittently. There were no falls or traumas that could have been related to this issue. Indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported that the same tapping existed in their bladder as in their chest. They felt as this was an extension of the tapping in the bladder. The feeling was not uncomfortable. To resolve the issue, they decreased the stimulation to the bladder. They also shut off the stimulator for about two hours. The stimulator was re-adjusted after the two hours. It was then stable for between two days and two weeks before another adjustment was needed. They started with program 1, changed to program 2, changed to program 3, and then changed back to program 2, per health care professional (hcp) instructions. Drugs being taken by the patient included 3 blood pressure drugs, 1 cholesterol drug, 1 thyroid drug, 1 prevaid and folic acid, 1 baby aspirin, and 1 stool softener and metamucil. Also, they had 4 quad by bypass, 1 carotid stent, and 8 total stents. If additional information is received, a follow-up report will be sent.